Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 338.310 / lot: 8481314: manufacturing location: (B)(4), manufacturing date: 16.july.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the threaded tip of the connecting screw was bent, out of shape after use on the patient during the dynamic hip system (dhs) procedure on (B)(6) 2017. When hospital technician attempted to straightened it, the tip broke off. The tip of the device didn¿t break during use on the patient. There was no prolongation of the surgery or any adverse event to patient reported. Surgery outcome is unknown. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. We have received the connecscr f/dhs/dcs-wrench no. 338.300 (338.310 / 8481314) for investigation, here is the statement: upon visual inspection of the complaint device it can be seen that the threaded tip is broken, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, 49 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in july 2013. No ncrs were marked in the DHR during production. The diameter 4.50mm 0/-0.05 was checked and is according to the drawing. Result 4.48mm measured with micrometer with the number (B)(4). Due to the damage we conclude that the cause of failure is happened based on an application error, when following technique guide it¿s not possible to bend the threaded. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary worn or damaged instruments to replace (since the instrument has been in use for more than four (4) years) and/or to operate according to the technique guide. Based to the mentioned findings, no further investigation will be done (material, hardness), since the mentioned article has been in use for more than four (4) years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.